Event description:
The product was used during a "tfc" fusion cage procedure. Reportedly, the cage shifted. The surgeon performed a re-operation and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.